Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the sheath was placed in the left atrium, and the physician inserted the farawave catheter into the sheath. The physician then aspirated the sheath after insertion of the catheter, and at this point, the physician observed air coming from the sheath. Multiple aspirations confirmed persistent air presence when the catheter was in place, but no air was seen when the catheter was removed from the sheath. The team then believed that it was likely that a microtear in the sheath valve was a potential cause. The sheath was replaced with a new faradrive sheath, and the procedure was completed successfully. There were no patient complications reported. The issue involved visible air only, with no fluid leak reported, and was not present upon package opening. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified deformation of the hemostatic valves, with the slit partially open and unable to reseal properly and the device did not pass leak testing likely due to this deformation. The valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation of air ingress could not be established due to lack of evidence. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the sheath was placed in the left atrium, and the physician inserted the farawave catheter into the sheath. The physician then aspirated the sheath after insertion of the catheter, and at this point, the physician observed air coming from the sheath. Multiple aspirations confirmed persistent air presence when the catheter was in place, but no air was seen when the catheter was removed from the sheath. The team then believed that it was likely that a microtear in the sheath valve was a potential cause. The sheath was replaced with a new faradrive sheath, and the procedure was completed successfully. There were no patient complications reported. The issue involved visible air only, with no fluid leak reported, and was not present upon package opening.